Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The blade was visually inspected and it was in good physical condition and not broken in any way. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the tip of blade was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient.